Event description:
A ventilator was returned to a third party service center with information alleging the device would not power on. There was no harm or injury reported. The device was evaluated at a third party service center. The device's system board was replaced to address the issue.